Manufacturer narrative:
(B)(4)

Event description:
It was reported that "kinked and bent in the packaging at the top end. All damaged ones have been sorted out". The associated emdr report numbers are 9680794-2025-00148, 9680794-2025-00169, and 9680794-2025-00148.

Manufacturer narrative:
Qn#(B)(4). The customer returned seven, unopened cath-lab intro sets for analysis. No damage was observed to the packaging. Visual analysis revealed that all seven samples had bending of the sheath adjacent to the hemostasis hub within the packaging. One set was opened to analyze the contents within. Visual analysis confirmed that the sheath was bent adjacent to the hemostasis hub. The dilator was removed from the distal tip of the sheath. No other defects or anomalies were observed on the dilator or guidewire. The sheath length from the hemostasis hub to the distal tip measured 4 3/8" which is within the specification limits of 4 1/4" - 4 1/2" per the sheath extension assembly product drawing. The outer diameter of the sheath measured 0.0920" which is within the specification limits of 0.091"-0.094" per the sheath extrusion product drawing. The inner diameter of the sheath measured 0.073" which is within the specification limits of 0.072"-0.074" per the sheath extension assembly product drawing. The length of the dilator from the distal tip to the hub measured 6 7/8" which is within the specification limits of 6 3/4"- 7 1/4" per the dilator product drawing. The inner diameter of the dilator at the distal tip measured 0.041" which is within the specification limits of 0.039"-0.041" per the dilator product drawing. The outer diameter of the dilator measured 0.0720" which is within the specification limits of 0.071"-0.074" per the dilator extrusion product drawing. The returned sheath was functionally tested per the instructions for use (IFU) provided with this kit. The IFU instructs the user, "ensure dilator hub fully snaps into sheath cap. Thread tapered tip of sheath/dilator assembly over guidewire.". The dilator was passed through the sheath and snapped into the hemostasis hub with no resistance. The sheath/dilator assembly was then passed over the returned guidewire with no resistance. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use if package is damaged.". The customer report of a catheter kinked/bent was able to be confirmed through investigation of the returned samples. Visual analysis revealed that all seven returned sheaths were bent adjacent to the hemostasis hub within the packaging. One unit was opened for further investigation, and it met all relevant dimensional and functional requirements. Manufacturing and packaging r & d and were contacted as part of this complaint investigation. The specific root cause was not definitively determined; therefore, a non-conformance has been initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "kinked and bent in the packaging at the top end. All damaged ones have been sorted out". The issue was detected during incoming inspection on seven (7) devices.